Event description:
Customer reported device results = 470 mg/dl in the morning. Customer went to the doctor. Doctor's device = 130 mg/dl. Customer's device = 385 mg/dl. Doctor placed customer back on diabetes medication. No controls were used. A request was made for return product and replacement product was sent.